Event description:
Information received by medtronic indicated that insulin pump had long crack beginning from the top and all along the length of the battery tube. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2019 the customer reported a long crack in the case on the rear of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery compartment threads, cracked case on the battery compartment side, cracked case on the battery compartment side starting at the left belt clip rail, cracked middle (enter) keypad button. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool confirms that a pump error 35 occurred 12/18/2019 05:56:00 and 12/18/2019 06:06:00. The case was cut open. After visual inspection, there is corrosion on/around the following: pcba1--j7, j6. The force sensor zero offset measured in spec = 24.0 mv. In summary, the customer¿s report of a long crack in the case on the rear of the battery compartment was confirmed during testing. The critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on pcba1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.